Event description:
Two devices: 1. During a tavr [transcatheter aortic valve replacement] valve procedure, a bard true dilation balloon (26mm) burst during normal use. The manufacturer was notified by the cath lab personnel¿no harm to the patient. 2. The surgeon inflated the true dilation balloon, and it ruptured.